Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the implantable cardiac monitor (icm) last transmission by the clinic indicated device reset on 07 july 2025. The icm continues to be monitored.

Manufacturer narrative:
The reported event of the device experiencing several resets since implant was confirmed. Based on the information provided, it was determined that the device firmware detects a fault that prompts the device to initiate an automatic reset ¿recovery¿ multiple times per day. The root cause of the multiple resets was due to an issue with the juno chip.

Event description:
New information received that the implantable cardiac monitor (icm) was explanted and replaced on (B)(6) 2026.

Manufacturer narrative:
The reported event of the device experiencing several resets since implant was confirmed. Based on the information provided, it was determined that the device firmware detects a fault that prompts the device to initiate an automatic reset ¿recovery¿ multiple times per day. The root cause of the multiple resets was due to an issue with the juno chip. Reported event of unexpected reset was confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Testing of the device could not reproduce resets and demonstrated normal device functionality. Additional software investigation found multiple resets that were caused by a fault within one of the hybrid integrated circuits. Assessment of total projected longevity was performed, and longevity was found to be premature, consistent with a hybrid integrated circuit anomaly.

Event description:
It was reported that the insertable cardiac monitor (icm) was reset. Patient's monitoring by the icm had resumed. No intervention or procedure was performed. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that patient presented via merlin. Net on (B)(6) 2025 that the insertable cardiac monitor (icm) reset had occurred and happened frequently throughout (B)(6) 2025. Additionally, patient had been brought to in-clinic for interrogations. The interrogations outcome was normal. The icm will be monitored.